Event description:
This event is reportable based on the product analysis approved on 06/19/2007. It was reported that during a drug eluting stenting treatment procedure, the 2.50x24mm taxus liberte drug eluting stent was unable to cross the lesion in the left anterior descending artery. There were no patient complications. The procedure was successfully completed with another 2.50x24mm taxus liberte drug eluting stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual examination of the unit revealed damage to the proximal edge of the stent. Several stent struts were raised along the length of the stent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be unknown.